Event description:
It was reported that approx. 30 months after implantation the pacing impedance of this lead was greater than 3000 ohm. The lead was explanted. No adverse patient side effects have been reported.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis found multiple signs of abrasion along the lead body. Especially proximal of the ligature marking detected 40 cm distal of the connector pin, the insulation was found to be deformed. In this region, fractures of all helices were detected. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive tensile load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead by the generator. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.